Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 120 units of insulin. The customer's blood glucose (bg) level was reported to be over 300 mg/dl. The customer confirmed a correction bolus would be delivered to address the bg level. Additionally, the customer reported using steroid injections which caused the elevated bg level. The customer was able to load a new cartridge successfully.